Event description:
Hosp ER personnel responded to an air/ground transport pediatric pt described as a pedestrian/traffic victim in full arrest. The pt arrived at the ER with 3 lead ECG electrodes and defibrillator gel pads attached to the pt's chest. An ER cardiac monitor was subsequently connected to the ECG electrodes; then shortly after, the pt's rhythm was diagnosed in ventricular fibrillation and the device was used to administer 2 countershocks. According to the rptr, the operator gelled the device's paddles, and not experienced with the use of gelled defib pads, placed the paddles on the pt's chest away from the defib pads such that difficulty in placing the paddles led to electrical arcing during 2 defibrillation attempts by the device. The pt was not resuscitated, but the rptr stated the reported malfunction did not cause or contribute to the pt's death because the attending clinician indicated the pt was not viable.